Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No unexpected vibration noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported the insulin pump alarmed button. Customer's blood glucose was 150 mg/dl. Customer reported he had jumped into the pool, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.